Event description:
It was reported that the infusion pump was being used to administer heparin to a patient experiencing a cerebrovascular accident. A new bag of heparin was hung at 1735 hrs. At 2400 hrs the prothrombin time results was low. The patient received a bolus of heparin and the infusion rate of the heparin drip was increased. At 0400 hrs. It was observed that the bag of heparin was still full even though the pump appeared to be running. It was reported that the patient's cerebrovascular accident had extended; however, the reporter stated the patient received additional anticoagulant medication by bolus and the occurrence with the pump did not affect the patient's outcome.